Event description:
The customer reported the unit fell from the mount. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: (B)(6). Analysis was performed by a philips remote service engineer (rse), which included interviewing the customer and dispatching a philips field service engineer (fse) onsite to further evaluate the unit. Once onsite, the fse confirmed the alleged malfunction. The fse inspected the mounting hardware and noted that the nails on both the mounting plate and the monitor were rounded. The results of the analysis determined that the plate latch and back housing required replacement to resolve the issue. After these components were exchanged, the unit returned to working specification. On february 16, 2025, the customer was informed of the work performed. As the customer was not present onsite and signatures could not be obtained, approval of the work order was received remotely. It was noted that, at the time of the event, the patient had already been transferred to another bed and no patient harm occurred. Based on the information available in the case and the testing conducted, the cause of the reported problem was confirmed to be the plate latch and back housing which needed replacement. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.